Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: consumer returned one (1) sample that was not manufactured by bd. No bd samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform a DHR review due to an unknown lot number. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no bd samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no bd samples or photos were returned. Rationale: based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the needle hub separated from the bd ultra-fine¿ insulin syringe before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "a needle with the shield was separated from the hub."